Manufacturer narrative:
(B)(4). The pump and tunneling bullet were returned for evaluation. Evaluation of pump and the tunneling bullet did not identify any damage to the products that would have contributed to the reported event. The threads and o-ring of the tunneling bullet were viewed under a microscope, and no damage was identified. The tunneling bullet was screwed onto the lvad driveline, was able to be properly secured to the driveline, and it did not come off the driveline by itself. The driveline with the tunneling bullet still secure was submerged under water for a period of time. The tunneling bullet and driveline were removed from the water and the tunneling bullet was detached. The inside of the driveline, driveline pins, and the tunneling bullet all appeared to be dry. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during implant, when the tunneling bullet with the driveline connected was being pulled through the right upper quadrant, the driveline became disconnected and the connector port at the distal end of the driveline was exposed in the patient. The inside of the connection port appeared to be wet. The surgeon decided not to use the pump and exchanged it for a new pump. No additional information was provided.